Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to flattened all the buttons dome switch. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. Customer also reported their buttons were intermittently unresponsive. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer stated they did not drop, bump or expose their insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.